Event description:
A malfunction alarm, specifically code 199 in tandem source, was reported for the customer's pump, which is under warranty. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery and was guided on how to enter the pump into storage mode before returning it. The pump was to be returned via a pre-paid label within ten days.